Event description:
The patient reported that 6 months ago the vns was disabled. The reason for disablement was not given. It was then noted that the patient was hospitalized for seizures (assumed to be an increase in seizure intensity) during the period of time where the vns was off. The vns was then programmed back on, and then the patient had "9 seizures in a row" (taken to mean increase in seizure frequency). Per the physician, the vns was never disabled. It was noted that although the generator was not turned off, the patient experienced an increase in drop seizures. The physician could not provide an assessment on the cause of the increased seizures. No additional relevant information has been received to date.